Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a distal thoracic aortic dissection with a penetrating atherosclerotic ulcer. The dissection was a short segment with a calcified septum and the pau lesion was 2 cm above the superior mesenteric artery. The celiac artery had a 90% occlusion. It was reported that the patient presented with back pain. It was decided to stent the sma lesion and cover the celiac. During the index procedure, a cobalt stent was placed in the sma. The 30/30/100 valiant stent graft was then placed at the level of the sma. The device was placed at the correct level with no problems. Light ballooning was then performed with a reliant balloon. The final angiogram showed a distal contained rupture. The patient had remained stable throughout the procedure at this point. The decision was made to sandwich the sma using another manufacturer's stents which were re-enforced with an 8x15 self-expanding stent. These stents were placed in the sma and extended upward to the proximal portion of the free flow segment. Another manufacturer's 8x80 balloon was then used to balloon the stents. After this a 32/32/100 valiant stent graft was placed at the level of the renal arteries to extend distal to the previous graft. The final angiogram was done which showed no endoleaks and the sma was filling. The physician stated that the event was caused by the anatomy of the distal landing zone. The patient also had a abdominal aortic aneurysm that will be treated at a later date. No additional clinical sequelae were reported and the patient is fine.